Event description:
It was reported that there was a false occlusion alarm when they put in the syringe. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.